Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple days of implant, the lead alert triggered, and the right ventricular (rv) lead exhibited low impedances. The lead was reprogrammed, and will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.